Event description:
As reported by the user facility: detailed inquiry description: during insertion of fx catheter in tray 332097, catheter sheared. Physician tried to remove and tip of catheter sheared off in patient. Additional information received: the catheter fragment was not removed. Their team decided to keep it in place as it was the safest approach for the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample and photograph were provided for evaluation. Visual evaluation of the used catheter showed the tip to be sheared and frayed. The rest of the f/g item, kit 332097 appeared unused, with no damage or defects. Visual evaluation of the photo showed the lid stock packaging of the reported lot number. The photo and the returned kit with a sheared/frayed catheter did not confirm the defect to be related to any manufacturing process. However, it should be noted that the user should refer to IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted